Event description:
It was reported following a percutaneous procedure, a 6f angio-seal vip was used. The pt underwent surgical intervention sometime later and the angio-seal anchor was removed. The reason for the surgical intervention is unk at this time. Add'l info has been requested.

Manufacturer narrative:
A follow-up medwatch will be submitted at the completion of the investigation.